Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply brick.   The root cause for the defective power supply brick could not be positively identified.  There was no death or adverse event associated with the charger malfunction.

Event description:
A us distributor reported that a battery charger will not power on.

Event description:
A us distributor reported that a battery pack had faults. A us distributor reported that a battery charger will not power on.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (battery faults) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no death or adverse event associated with the charger malfunction.